Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the facility perfusionist was showing another perfusionist how to remove the cardiosave intra-aortic balloon pump (iabp) from the console for transport. The customer stated that the unit would not "click" when replaced into the pump console. However they confirmed that the monitor had the hybrid symbol on the touch screen when the pump was placed in the console. There was no patient involvement and no adverse event was reported.